Manufacturer narrative:
The model and serial number are not known.

Event description:
Information was received indicating that the a patient using a smiths medical cadd pump did not get the right amount of medication and that she did not feel well. The pump was replaced. The patient's primary diagnosis is pulmonary arterial hypertension.